Event description:
It was reported patient underwent a left total hip arthroplasty in 1998. Subsequently, patient was revised on (B)(6) 2014 due to poly wear and instability. The femoral head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 16 states, "wear and/or deformation of articulating surfaces." The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - 1998, manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01205 / 01206).